Event description:
It was reported by the customer that this event involved a 3 month old male pt. It was impossible to proceed further in the procedure as the spring wire guide (swg) became unraveled. The physician opened another new product of a different lot number and the same event occurred. No further info was reported. Details are being pursued.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.